Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator, resulting in the decision to explant the device on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.